Manufacturer narrative:
Device history record for the reported lot number was reviewed and confirmed that the lot was manufactured according to the approved manufacturing procedures. Retained samples were also tested and passed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Smartez pump (se0200 -100, lot# s8e46) containing ertapenem 1 gram in 0.9% sodium chloride 100 ml leaking at filter.